Manufacturer narrative:
Product complaint # (B)(4). Date sent: 6/21/2019. Additional information was requested and the following was obtained: were any staple malformation issues identified intraoperatively? Rta./these problems were not identified was the device difficult to fire? Rta. / no, there was difficulty was the device difficult to assemble? Rta./no, the device was not difficult to assemble how many device firings were there in the initial surgical procedure? Rta./ this was the first shot where were the open staples identified? Rta./ through the line of staples where in the staple line were the open/malformed staples (proximal, distal, which rows)? Rta./ through the line of staples can you pleased describe the shape of the malformed staples? Rta./ no, I can not how was the leak addressed during the reoperation? Rta./ reinforcement was done with manual suture was this an alleged issue with the stapler or the reload? Rta. / with both devices, the stapler and the recharge. However, the lot number of the ntlc was not registered. What is the current status of the patient? Rta./ the patient is out of hospital

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were any staple malformation issues identified intraoperatively? Was the device difficult to fire? Was the device difficult to assemble? How many device firings were there in the initial surgical procedure? Where were the open staples identified? Where in the staple line were the open/malformed staples (proximal, distal, which rows)? Can you pleased describe the shape of the malformed staples? How was the leak addressed during the reoperation? Was this an alleged issue with the stapler or the reload? What is the current status of the patient?

Event description:
It was reported that the patient was with imprisoned left inguinal hernia, imprisoned necrotic small intestine. It was performed intestinal resection and lateral anastomosis with a 75 mm linear blue cutting shear. At 24 hours, the patient had to be re-operated due to anastomosis leakage and infection; filtration of the anastomosis. Some staples were found open. It was considered a fault in the stapler.